Event description:
During service testing, the baxter tech reported an infusion pump with a failure code 703. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Eval summary: the reported condition of failure code 703 was confirmed by the baxter repair technician. The failure was determined to be a faulty user inteface mechanism, which was replaced and tested by the technician. Review of complaint history reveals similar reports have been rec'd for this product for the reported issue.t his issue is currently being investigated under CAPA, which is the implementation stage.